Event description:
It was reported that customer's blood glucose level was 44 mg/dl when her sensor glucose reading was 200 mg/dl. She received several sensor error alarms. The test plug procedure failed. The product was returned. Nothing further to report.

Manufacturer narrative:
Unable to charge due to broken cow catcher and damaged all contact pins. Unable to perform the functional test due to charge anomaly.